Event description:
This unsolicited case from united states was received on 19-dec-2017 from a patient. This case concerns a 54 year old male patient who received treatment with synvisc one and after few hours of receiving injection, patient could not put weight on leg/to bear weigh unable to/unable to bend and bear weight on left knee, could not move because it hurt so bad/unable to bend and bear weight on the left knee, could not walk on it, left knee started swelling/ twice the size left knee/"swelling" up/ knee blew up/left knee swollen, left knee was warm to the touch, stiffness, had severe pain/it hurt so bad/was the worse pain/if turns his left knee a certain way would feel sharp pain/ pain worsen after injection/pain when turns left knee in certain direction/very painful and inflammation; after one day had fever/temperature is 98.8/temperature 98.2 degrees, nausea; after unknown latency had drain the left knee of 80 cc of fluid/80 cc drawn culture came back with bacteria/fluid aspiration/ mild to moderate effusion of left knee/minimal effusion present on both right and left knee and there was some kind of bacteria growing in the culture/ 80 cc drawn culture came back with come kind of bacteria/gram negative rods growing in broth subcultures; after 2 days the synovial fluid wbc increased/synovial fluid poly nuclear count increased; also, device malfunction was identified for the reported lot number. Patient was not getting much relief. No past drug was provided. Patient had no known allergies or any allergy history: avian proteins, feathers, or egg products. Patient was able to bear weight before injection. Patient had a history of osteoarthritis (oa) in both knees, joint crepitation, knee pain and bilateral degenerative joint disease, osteoarthritis upper arms. On (B)(6) 2016, the patient had office visit due to bilateral primary osteoarthritis of knee and had x-ray exam; 3 views: unilateral primary osteoarthritis, right knee, unilateral primary osteoarthritis, left knee; drain/inject major joint or bursa (description: bilateral primary osteoarthritis of knee) and methylprednisolone acetate (depo-medrol) 80 mg given for bilateral primary osteoarthritis of knee. On (B)(6) 2017, the patient again had drain/inject major joint or bursa (description: bilateral primary osteoarthritis of knee). Patient had no concomitant treatment with immunosuppressants. Concomitant medication included venlafaxine hydrochloride (venlafaxine) for anxiety, lidocaine, methylprednisolone acetate (depo-medrol) for bilateral primary osteoarthritis. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021 and expiry date: not reported) for osteoarthritis in both knees, bilateral primary osteoarthritis of knee. On the same day, patient stated that evening about 6 hours after his injections, patient said his left knee started swelling, it warm to the touch, had severe pain, could not put weight on leg, and could not move because it hurt so bad. Patient said it was the worse pain he had every experienced. Patient had left knee swollen (with no redness or warmth), excruciating pain, unable to bear weight. Patient was unable to bebd and bear weight on left knee. Patient said he called the physician the next day ((B)(6) 2017). Patient said on the second day he experienced a fever and nausea (latency: one day). It was reported that the physician told him to come into the office following day (B)(6) 2017). Patient said went he went to the office the physician drained 80 cc of fluid (onset date 2017; latency unknown). The patient had drain/inject major joint or bursa (description: pain in left knee). Patient said the physician did a test culture of the fluid drawn and he did blood work for the lab. Synovial fluid white blood cells were 31,082 (high), poly nuclear cells 87 % (high), mononuclear 13 % (latency: 2 day). Aerobic blood culture (with gram stain) showed numerous white blood cells with no bacteria. Patient said the physician told him to elevate and ice the left knee but did not said to take any medication for the knee. Patient said it was a couple days before the swelling in the left knee started to go down and he was able to walk on it. On (B)(6) 2017, the patient visited office the patient had pain in left knee and had effusion, left knee, effusion, joint, lower leg/ drain/inject major joint or bursa. On (B)(6) 2017, the visited office due to pain in right knee, pain in left knee pain in joint, lower leg. Patient said today ((B)(6) 2017), he was still recovering and if he turned his left knee a certain way he would feel sharp pain. Patient said there was no more inflammation, fever, nausea, or severe pain. At this time, patient was recovering. Patient did not receive any other injection prior to treatment with synvisc or other hyaluronan products. Patient did not engage in activities such as jogging or tennis soon after the injection. Patient was well nourished and had good hygiene. Patient reported that he was not getting much relief corrective treatment: ice, elevation, walker, steroid injection for could not put weight on leg/to bear weigh unable to/unable to bend and bear weight on left knee; ice, elevation, walker for could not move because it hurt so bad/unable to bend and bear weight on the left knee; walker for could not walk on it/slight limp; drained, steroid "injection", depo-medrol injection, cortisone injection for drain the left knee of 80 cc of fluid/80 cc drawn culture came back with bacteria/fluid aspiration/mild to moderate effusion of left knee/minimal effusion present on both right and left knee; ice, elevation,corticosteroid injection for had severe pain/it hurt so bad/was the worse pain/if turns his left knee a certain way would feel sharp pain/ pain worsen after injection/pain when turns left knee in certain direction/very painful; ice, elevation for left knee started swelling/ twice the size left knee/"swelling" up/ knee blew up/left knee swollen/increased swelling on left knee yesterday, left knee was warm to the touch, stiffness, inflammation; not reported for rest except was not getting much relief outcome: recovered for could not put weight on leg/to bear weigh unable to; unknown for synovial fluid wbc increased/synovial fluid poly nuclear count increased; recovering for rest of the events except was not getting much relief a pharmaceutical technical complaint was initiated with global ptc number: 51456 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: permanent or significant disability for could not put weight on leg/to bear weigh unable to, could not move because it hurt so bad, could not walk on it and device malfunction additional information was received on 15-jan-2018 form the patient. Concomitant medication was added. An additional event of synovial fluid wbc increased/synovial fluid polynuclear count increased was added with details. Event verbatim of could not put weight on leg/to bear weigh unable to, drained 80 cc of fluid/drain the left knee of 80 cc of fluid/80 cc drawn culture came back with come kind of bacteria/fluid aspiration, left knee started swelling/ twice the size left knee/"swelling" up/ knee blew up/left knee swollen and there was some kind of bacteria growing in the culture/ 80 cc drawn culture came back with come kind of bacteria/gram negative rods growing in broth subcultures was updated. Event outcome of could not put weight on leg/to bear weigh unable to was updated from recovering to recovered. Lab data was added. Clinical course was updated and text was amended accordingly. Follow up was received on 15-jan-2018. Global ptc number was added. Follow up information was received on 26-jan-2018. No new information received. Additional information was received on 06-mar-2018 from healthcare professional. Event of was not getting much relief was added. Event of could not put weight on leg/to bear weigh unable to was updated to could not put weight on leg/to bear weigh unable to/unable to bend and bear weight on left knee. Event of could not move because it hurt so bad was updated to could not move because it hurt so bad/unable to bend and bear weight on the left knee. Event of drain the left knee of 80 cc of fluid/80 cc drawn culture came back with bacteria/fluid aspiration was updated to drain the left knee of 80 cc of fluid/80 cc drawn culture came back with bacteria/fluid aspiration/mild to moderate effusion of left knee/minimal effusion present on both right and left knee. Event of fever was updated to fever/temperature is 98.8/temperature 98.2 degrees. Event of had severe pain/it hurt so bad/was the worse pain/if turns his left knee a certain way would feel sharp pain/ pain worsen after injection/pain when turns left knee in certain direction was updated to had severe pain/it hurt so bad/was the worse pain/if turns his left knee a certain way would feel sharp pain/ pain worsen after injection/pain when turns left knee in certain direction/very painful. Medical history added. Clinical course updated and text amended accordingly. Additional information was received on 07-mar-2018. The patient's medical history and concomitant medications were updated. The suspect drug's indication was updated. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 06-mar-2018: follow up information received does not change previous case assessment. This case concerns a patient who received treatment with synvisc one injection and later experienced to have lower extremity dysfunction, difficulty walking, weight bearing difficulty, left knee pain, left knee swelling, fluid culture positive, joint inflammation, joint warmth, effusion (l) knee, fever, nausea and joint stiffness. "Patient" also received steroid injection for swelling and "weight" bearing difficulty. Based on the available information, temporal relationship can be established between the events and the suspect product. However, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded completely.

Event description:
This unsolicited case from united states was received on 19-dec-2017 from a patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and after few hours of receiving injection, patient could not put weight on leg, could not move because it hurt so bad, could not walk on it, left knee started swelling/ twice the size left knee/swelling up/ knee blew up, left knee was warm to the touch, stiffness, had severe pain/it hurt so bad/it was the worse pain/if he turns his left knee a certain way, he would feel sharp pain/ pain worsen after injection/some pain when turns left knee in a certain direction and inflammation; after one day had fever, nausea; after unknown latency had drained 80 cc of fluid/drain the left knee of 80 cc of fluid/80 cc drawn culture came back with come kind of bacteria and there was some kind of bacteria growing in the culture/ 80 cc drawn culture came back with come kind of bacteria. Also, device malfunction was identified for the reported lot number. No past drug, medical history was provided. Patient had no allergy history: avian proteins, feathers, or egg products. Patient was able to bear weight before injection. Patient with a history of osteoarthritis (oa) in both knees. Patient had no concomitant treatment with immunosuppressants. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021 and expiry date: not reported) for osteoarthritis in both knees. On the same day, patient stated that evening about 6 hours after his injections, patient said his left knee started swelling, it warm to the touch, had severe pain, could not put weight on leg, and could not move because it hurt so bad. Patient said it was the worse pain he had every experienced. Patient said he called the physician the next day ((B)(6) 2017). Patient said on the second day he experienced a fever and nausea (latency: one day). It was reported that the physician told him to come into the office following day ((B)(6) 2017). Patient said went he went to the office the physician drained 80 cc of fluid (onset date 2017; latency unknown). Patient said the physician did a test culture of the fluid drawn and he did blood work for the lab. Patient said the physician did tell him later that there was some kind of bacteria (he did not know what kind of bacteria) growing in the culture. Patient said the physician told him to elevate and ice the left knee but did not said to take any medication for the knee. Patient said it was a couple days before the swelling in the left knee started to go down and he was able to walk on it. Patient said today ((B)(6) 2017), he was still recovering and if he turned his left knee a certain way he would feel sharp pain. Patient said there was no more inflammation, fever, nausea, or severe pain. At this time, patient was recovering. Patient did not receive any other injection prior to treatment with synvisc or other hyaluronan products. Patient did not engage in activities such as jogging or tennis soon after the injection. Patient was well nourished and had good hygiene. Corrective treatment: not reported for device malfunction, nausea, fever, there was some kind of bacteria growing in the culture/ 80 cc drawn culture came back with come kind of bacteria; ice, elevation for inflammation, had severe pain/it hurt so bad/it was the worse pain/if he turns his left knee a certain way he would feel sharp pain/ pain worsen after injection/some pain when turns left knee in a certain direction, stiffness, left knee was warm to the touch, left knee started swelling/ twice the size left knee/swelling up/ knee blew up; walker for could not walk on it; ice, elevation, walker for could not move because it hurt so bad and could not put weight on leg outcome: recovering for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: permanent or significant disability for could not put weight on leg, could not move because it hurt so bad, could not walk on it and device malfunction pharmacovigilance comment: sanofi company comment dated 25-dec-2017: this case concerns a patient who received treatment with synvisc one injection and later experienced to have lower extremity dysfunction, difficulty walking, weight bearing difficulty, left knee pain, left knee swelling, fluid culture positive, joint inflammation, joint warmth, effusion (l) knee, fever, nausea and joint stiffness. Based on the available information, temporal relationship can be established between the events and the suspect product. However, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded completely.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a patient this case concerns a 54 year old male patient who received treatment with synvisc one and after few hours of receiving injection, patient could not put weight on leg/to bear weigh unable to/unable to bend and bear weight on left knee, could not move because it hurt so bad/unable to bend and bear weight on the left knee, could not walk on it, left knee started swelling/ twice the size left knee/sweling up/ knee blew up/left knee swollen, left knee was warm to the touch, stiffness, had severe pain/it hurt so bad/was the worse pain/if turns his left knee a certain way would feel sharp pain/ pain worsen after injection/pain when turns left knee in certain direction/very painful and inflammation; after one day had fever/temperature is 98.8/temperature 98.2 degrees, nausea; after unknown latency had drain the left knee of 80 cc of fluid/80 cc drawn culture came back with bacteria/fluid aspiration/ mild to moderate effusion of left knee/minimal effusion present on both right and left knee and there was some kind of bacteria growing in the culture/ 80 cc drawn culture came back with come kind of bacteria/gram negative rods growing in broth subcultures; after 2 days the synovial fluid wbc increased/synovial fluid poly nuclear count increased; also, device malfunction was identified for the reported lot number. Patient was not getting much relief. No past drug was provided. Patient had no known allergies or any allergy history: avian proteins, feathers, or egg products. Patient was able to bear weight before injection. Patient had a history of osteoarthritis (oa) in both knees, joint crepitation, knee pain and bilateral degenrative joint disease. Patient had no concomitant treatment with immunosuppressants. Concomitant medication included venlafaxine hydrochloride (venlafaxine) for anxiety. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021 and expiry date: not reported) for osteoarthritis in both knees. On the same day, patient stated that evening about 6 hours after his injections, patient said his left knee started swelling, it warm to the touch, had severe pain, could not put weight on leg, and could not move because it hurt so bad. Patient said it was the worse pain he had every experienced. Patient had left knee swollen (with no redness or warmth), excruciating pain, unable to bear weight. Patient was unable to bebd and bear weight on left knee. Patient said he called the physician the next day (30-nov-2017). Patient said on the second day he experienced a fever and nausea (latency: one day). It was reported that the physician told him to come into the office following day ((B)(6) 2017). Patient said went he went to the office the physician drained 80 cc of fluid (onset date 2017; latency unknown). Patient said the physician did a test culture of the fluid drawn and he did blood work for the lab. Synovial fluid white blood cells were 31,082 (high), poly nuclear cells 87 % (high), mononuclear 13 % (latency: 2 day). Aerobic blood culture (with gram stain) showed numerous white blood cells with no bacteria. Patient said the physician told him to elevate and ice the left knee but did not said to take any medication for the knee. Patient said it was a couple days before the swelling in the left knee started to go down and he was able to walk on it. Patient said today (19-dec-2017), he was still recovering and if he turned his left knee a certain way he would feel sharp pain. Patient said there was no more inflammation, fever, nausea, or severe pain. At this time, patient was recovering. Patient did not receive any other injection prior to treatment with synvisc or other hyaluronan products. Patient did not engage in activities such as jogging or tennis soon after the injection. Patient was well nourished and had good hygiene. Patient reported that he was not getting much relief corrective treatment: ice, elevation, walker, steroid injection for could not put weight on leg/to bear weigh unable to/unable to bend and bear weight on left knee; ice, elevation, walker for could not move because it hurt so bad/unable to bend and bear weight on the left knee; walker for could not walk on it/slight limp; drained, steroid inbjection, depo-medrol injection, cortisone injection for drain the left knee of 80 cc of fluid/80 cc drawn culture came back with bacteria/fluid aspiration/mild to moderate effusion of left knee/minimal effusion present on both right and left knee; ice, elevation,corticosteroid injection for had severe pain/it hurt so bad/was the worse pain/if turns his left knee a certain way would feel sharp pain/ pain worsen after injection/pain when turns left knee in certain direction/very painful; ice, elevation for left knee started swelling/ twice the size left knee/sweling up/ knee blew up/left knee swollen/increased swelling on left knee yesterday, left knee was warm to the touch, stiffness, inflammation; not reported for rest except was not getting much relief outcome: recovered for could not put weight on leg/to bear weigh unable to; unknown for synovial fluid wbc increased/synovial fluid poly nuclear count increased; recovering for rest of the events except was not getting much relief a pharmaceutical technical complaint was initiated with global ptc number: 51456 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: permanent or significant disability for could not put weight on leg/to bear weigh unable to, could not move because it hurt so bad, could not walk on it and device malfunction additional information was received on 15-jan-2018 form the patient. Concomitant medication was added. An additional event of synovial fluid wbc increased/synovial fluid polynuclear count increased was added with details. Event verbatim of could not put weight on leg/to bear weigh unable to, drained 80 cc of fluid/drain the left knee of 80 cc of fluid/80 cc drawn culture came back with come kind of bacteria/fluid aspiration, left knee started swelling/ twice the size left knee/sweling up/ knee blew up/left knee swollen and there was some kind of bacteria growing in the culture/ 80 cc drawn culture came back with come kind of bacteria/gram negative rods growing in broth subcultures was updated. Event outcome of could not put weight on leg/to bear weigh unable to was updated from recovering to recovered. Lab data was added. Clinical course was updated and text was amended accordingly. Follow up was received on (B)(6) 2018. Global ptc number was added. Follow up information was received on (B)(6) 2018. No new information received. Additional information was received on (B)(6) 2018 from healthcare professional. Event of was not getting much relief was added. Event of could not put weight on leg/to bear weigh unable to was updated to could not put weight on leg/to bear weigh unable to/unable to bend and bear weight on left knee. Event of could not move because it hurt so bad was updated to could not move because it hurt so bad/unable to bend and bear weight on the left knee. Event of drain the left knee of 80 cc of fluid/80 cc drawn culture came back with bacteria/fluid aspiration was updated to drain the left knee of 80 cc of fluid/80 cc drawn culture came back with bacteria/fluid aspiration/mild to moderate effusion of left knee/minimal effusion present on both right and left knee. Event of fever was updated to fever/temperature is 98.8/temperature 98.2 degrees. Event of had severe pain/it hurt so bad/was the worse pain/if turns his left knee a certain way would feel sharp pain/ pain worsen after injection/pain when turns left knee in certain direction was updated to had severe pain/it hurt so bad/was the worse pain/if turns his left knee a certain way would feel sharp pain/ pain worsen after injection/pain when turns left knee in certain direction/very painful. Medical history added. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 06-mar-2018: follow up information received does not change previous case assessment. This case concerns a patient who received treatment with synvisc one injection and later experienced to have lower extremity dysfunction, difficulty walking, weight bearing difficulty, left knee pain, left knee swelling, fluid culture positive, joint inflammation, joint warmth, effusion (l) knee, fever, nausea and joint stiffness. Pateint also received steroid injection for swelling and weighrt bearing difficulty. Based on the available information, temporal relationship can be established between the events and the suspect product. However, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded completely.

Event description:
This unsolicited case from united states was received on 19-dec-2017 from a patient this case concerns a (B)(6) year old male patient who received treatment with synvisc one and after few hours of receiving injection, patient could not put weight on leg/to bear weigh unable to, could not move because it hurt so bad, could not walk on it, left knee started swelling/ twice the size left knee/sweling up/ knee blew up/left knee swollen, left knee was warm to the touch, stiffness, had severe pain/it hurt so bad/it was the worse pain/if he turns his left knee a certain way he would feel sharp pain/ pain worsen after injection/ some pain when turns left knee in a certain direction and inflammation; after one day had fever, nausea; after unknown latency had drained drained 80 cc of fluid/drain the left knee of 80 cc of fluid/80 cc drawn culture came back with come kind of bacteria/fluid aspiration and there was some kind of bacteria growing in the culture/ 80 cc drawn culture came back with come kind of bacteria/gram negative rods growing in broth subcultures; after 2 days the synovial fluid wbc increased/synovial fluid poly nuclear count increased; also, device malfunction was identified for the reported lot number. No past drug was provided. Patient had no known allergies or any allergy history: avian proteins, feathers, or egg products. Patient was able to bear weight before injection. Patient had a history of osteoarthritis (oa) in both knees. Patient had no concomitant treatment with immunosuppressants. Concomitant medication included venlafaxine hydrochloride (venlafaxine) for anxiety. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021 and expiry date: not reported) for osteoarthritis in both knees. On the same day, patient stated that evening about 6 hours after his injections, patient said his left knee started swelling, it warm to the touch, had severe pain, could not put weight on leg, and could not move because it hurt so bad. Patient said it was the worse pain he had every experienced. Patient had left knee swollen (with no redness or warmth), excruciating pain, unable to bear weight. Patient said he called the physician the next day ((B)(6) 2017). Patient said on the second day he experienced a fever and nausea (latency: one day). It was reported that the physician told him to come into the office following day ((B)(6) 2017). Patient said went he went to the office the physician drained 80 cc of fluid (onset date 2017; latency unknown). Patient said the physician did a test culture of the fluid drawn and he did blood work for the lab. Synovial fluid white blood cells were 31,082 (high), poly nuclear cells 87 % (high), mononuclear 13 % (latency: 2 day). Aerobic blood culture (with gram stain) showed numerous white blood cells with no bacteria. Patient said the physician told him to elevate and ice the left knee but did not said to take any medication for the knee. Patient said it was a couple days before the swelling in the left knee started to go down and he was able to walk on it. Patient said today ((B)(6) 2017), he was still recovering and if he turned his left knee a certain way he would feel sharp pain. Patient said there was no more inflammation, fever, nausea, or severe pain. At this time, patient was recovering. Patient did not receive any other injection prior to treatment with synvisc or other hyaluronan products. Patient did not engage in activities such as jogging or tennis soon after the injection. Patient was well nourished and had good hygiene. Corrective treatment: drained and steroid injection for drained 80 cc of fluid/drain the left knee of 80 cc of fluid/80 cc drawn culture came back with come kind of bacteria/fluid aspiration; ice, elevation for inflammation, had severe pain/it hurt so bad/it was the worse pain/if he turns his left knee a certain way he would feel sharp pain/ pain worsen after injection/some pain when turns left knee in a certain direction, stiffness, left knee was warm to the touch, left knee started swelling/ twice the size left knee/swelling up/ knee blew up/left knee swollen; walker for could not walk on it; ice, elevation, walker for could not move because it hurt so bad; ice, elevation, walker and unspecified steroid for could not put weight on leg/to bear weigh unable to; not reported for rest outcome: recovered for could not put weight on leg/to bear weigh unable to; unknown for synovial fluid wbc increased/synovial fluid poly nuclear count increased; recovering for rest of the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: permanent or significant disability for could not put weight on leg/to bear weigh unable to, could not move because it hurt so bad, could not walk on it and device malfunction additional information was received on 15-jan-2018 form the patient. Concomitant medication was added. An additional event of synovial fluid wbc increased/synovial fluid polynuclear count increased was added with details. Event verbatim of could not put weight on leg/to bear weigh unable to, drained 80 cc of fluid/drain the left knee of 80 cc of fluid/80 cc drawn culture came back with come kind of bacteria/fluid aspiration, left knee started swelling/ twice the size left knee/sweling up/ knee blew up/left knee swollen and there was some kind of bacteria growing in the culture/ 80 cc drawn culture came back with come kind of bacteria/gram negative rods growing in broth subcultures was updated. Event outcome of could not put weight on leg/to bear weigh unable to was updated from recovering to recovered. Lab data was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 15-jan-2018: this case concerns a patient who received treatment with synvisc one injection and later experienced to have lower extremity dysfunction, difficulty walking, weight bearing difficulty, left knee pain, left knee swelling, fluid culture positive, joint inflammation, joint warmth, effusion (l) knee, fever, nausea and joint stiffness. Pateint also received steroid injection for swelling and weighrt bearing difficulty. Based on the available information, temporal relationship can be established between the events and the suspect product. However, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded completely.